Manufacturer narrative:
The device was explanted on (B)(6) 2025. It is unknown if there are plans to re-implant the patient as of the date of this report.

Event description:
Per the clinic, the patient experienced pain and discomfort at the implant site for one month and followed by irritation and oozing skin due to extrusion of the actuator. The patient developed an infection and subsequently was treated with oral and topical antibiotics (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the coding for clinical code and impact code has been updated as some codings were missed out in the previous reports.